Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.50 x 12 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. The device was prepped as normal and was inserted in patient's anatomy. When an attempt was made to inflate the balloon, the gauge on the indeflator did not rise. Negative pressure was applied and blood came back into the indeflator, so it was determined that the device had ruptured. A new trek rx bdc was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) did not confirm the reported balloon rupture. There was a hole in the shaft, which resulted in a leak when pressurized. The hole in the shaft was likely mistaken for a ruptured balloon. A review of the complaint handling database found no other incidents reported from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.